Event description:
Report received from an abbott international affiliate which states, "four chemo spills, delayed treatment by 60 mintues as pt's needed to return to center. One (incident) when chemo leaked on pt'. Further info states, the pt's were all on 24-hour infusions of an unspecified chemotherapy. Each pt returned to the center to have the tubing set changed. In the occurrence, where it was reported that chemo spill protocol was followed. Although requested, no additional info was provided.